Event description:
MFR rep reported pt infection. The device was explanted but not returned to the MFR for analysis.

Event description:
Hcp reported patient presented with signs of infection in august 2005. Symptoms included redness, fever drainage and pain. Cultures were obtained from the device pocket and no organism was found. The patient was treated with both IV and oral antibiotics and total device system explant. Hcp reported the infection resolved.